Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/5/2021 h.6. Investigation: bd received 5 samples and photos for investigation. Evaluation of the photo provided showed spotting of additive on the side of the tubes. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported that foreign matter was found in thebd vacutainer® k2e 10.8mg plus blood collection tubes. This event occurred on 30 occasions. The following information was provided by the initial reporter: the customer reported about foreign matter like lump of the coating agent found in tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter name: (B)(6). Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the bd vacutainer® k2e 10.8mg plus blood collection tubes. This event occurred on 30 occasions. The following information was provided by the initial reporter: the customer reported about foreign matter like lump of the coating agent found in tubes.